Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. System logs from the time of the event are unavailable, therefore, investigation into the reported event could not be conducted and the functionality of the twiist aid system could not be verified. The user resumed therapy on their twiist pump following the event. The current version of the twiist aid system user guide provides information regarding potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 10-jun-2026 and forwarded to millyard advanced medical products, llc on the same day. It was reported that the user was hospitalized after having a sudden spike in their glucose values, and the user's health care provider suspected an issue with the cleo 90 infusion site. The user had changed their cleo 90 infusion site twice and had exchanged the twiist cassette and infusion set tubing; however, their glucose levels did not improve. While hospitalized, the user's twiist pump was removed and they reverted to manual insulin injections. It was further noted that the user was newly pregnant. The user resumed therapy on their twiist pump following the event.